Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, 507645 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a complaint of pain under their left breast. The right ventricular (rv) lead exhibited non-capture, small r-waves, and was found to be dislodged. A chest x-ray revealed a perforation, and thus the rv lead was revised. The following morning, the rv lead dislodged a second time. The physician chose to remove and replacethe lead. No further patient complications have been reported as a result of this event.